Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a seizure during a stage one implant procedure. The seizure occurred after the burr hole was made and prior to the physician inserting anything into the brain tissue. The event lasted for a minute or less. The procedure was completed successfully and the patient was doing well postoperatively.